Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, an increase in the defibrillation impedance was observed on the right ventricular (rv) lead. Ventricular fibrillation (vf) was induced to produce a shock and the defibrillation impedance returned to an in-range value. The patient was stable and will continue to be monitored.